Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via interdepartmental helpline solutions tracker that customer that customer had blood glucose of over 500 mg/dl and was not sure why. It was also reported that customer had really high blood glucose and went through three infusion sets in 24 hours. Caller declined transfer.